Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. The device has not been returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the syringe flange has a tab broken off. No patient injury reported.

Manufacturer narrative:
H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the plunger tamper seal was broken, and the bottom seal was intact upon receipt. The ear clip was chipped, the right plunger case was cracked, and the power cord was falling apart. An error code was found in the ehl (event history log). Visual inspection confirmed that the customer reported issue was confirmed. The root cause of the reported issue is due to customer damage. To correct the issue, the ear clip was replaced. The power up process, preventive maintenance and functional tests were performed and passed. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.